Event description:
It was reported that the pt was an infant in the ICU. The nurse reported the stopcock was cracked and leaking at the luer lock site. The nurse went to draw blood and turned the stopcock. She then saw the leak and noticed she lost 5cc of blood.

Manufacturer narrative:
(B)(4). A f/u report will be filed if more info becomes available.